Event description:
Boston scientific crm received information that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) and this chronic implantable defibrillation lead exhibited pauses in pacing following implant. It was also noted that pauses in pacing were noticed with the previous device at the change-out procedure. The local area sales representative inquired if the device would purposely pause pacing. To date, there have been no reported patient symptoms associated with this clinical observation. Additional information was received indicating this device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific crm technical services (ts) consultant discussed the device would not pause pacing unless it was oversensing. Ts recommended checking for evidence of noise. This device has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
The product has been received for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.